Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The device was explanted and replaced on (B)(6) 2015 due to normal elective replacement indicator. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).